Manufacturer narrative:
The technician found the trend valve was sticking due to contamination in the hydraulic fluid. The technician replaced the trend valve to repair the bed.

Event description:
Information received indicates, the head hi/low function is slowly drifting down.